Event description:
It was reported that patient with this right atrial (ra) lead fell and dislodged the lead. Also, the lead has migrated to the pleural space. This ra lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.